Manufacturer narrative:
The navio, handpiece, part number 110137, sn (B)(6) used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed the handpiece performance evaluation. The evaluation passed all tests. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Event description:
It was reported that during a navio ukr procedure, the handpiece would not home and its snaplock backstop was broken. It was swapped for its backup to continue the procedure with a delay of less than 30 minutes. No other complications were reported.